Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor under infused medication to the patient. After the infusion time was completed, it was observed that the folfusor was still half full of medication and therefore the device had not delivered all the intended medication to the patient. The nurse decided to continue the medication delivery for 6 more hours; however, the device did not deliver any more medication. The device was disconnected from the patient and no flow through the device was observed. The folfusor was filled with 3900 mg fluorouracil in 115ml sodium chloride 0.9%. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the lot was manufactured (B)(4) 2018 - (B)(4) 2018. The device was received for evaluation containing approximately 32ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.